Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that there was no failure found with the system and no components were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. The site biomedical engineer called in to state that the site was having issues with the system being unable to fully power on for clinical cases. No patients are present. However when they power the system on before bringing the system into the room the site has to reboot the system as they are unable to fully boot up the system. They stated no errors were noted. But when rebooting the system they have to unplug the system from the wall as they are unable to use the power button. No patient was present.

Event description:
Additional information was provided stating that the issue was due to user error by the site biomedical engineer. The printer was powered on and therefore the monitor did not power on. Once the printer was turned off everything was able to power on with no issue.

Manufacturer narrative:
B5: additional information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.